Manufacturer narrative:
H10: additional manufacturer narrative: the submitted images from a presumably incomplete tte and a very poor quality tee taken together suggest the presence of some degree of bioprosthesis leaflet calcification, and probably at least moderate aortic regurgitation (ar) of indeterminate origin. Based on the submitted images it is not possible to reliably state the severity of aortic stenosis (as) or the severity or mechanism of ar, to draw reliable conclusions regarding bioprosthetic valve anatomy, or to conclude whether there is evidence of typical structural valve degeneration or other condition(s) potentially responsible for as and/or ar. H11: corrected data: corrected h6 (conclusion codes)

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b1, b2, b5, f10, h1, h6 h11: corrected data: updated section h6 (result code).

Event description:
Updated information received indicated that the patient underwent a valve-in-valve procedure after an implant duration of one (1) year and five (5) months. The tavr was performed with a 26mm 9600tfx transcatheter valve successfully. The patient tolerated the procedure and recovered in the cath lab area. The patient was discharged home on pod #1 in stable condition.

Manufacturer narrative:
H11: corrected data: corrected f10 (device codes) and h10 (additional manufacturer narrative). Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The submitted images from a presumably incomplete tte and a very poor quality tee taken together suggest the presence of some degree of bioprosthesis leaflet calcification, and probably at least moderate ar of indeterminate origin. Based on the submitted images it is not possible to reliably state the severity of as or the severity or mechanism of ar, to draw reliable conclusions regarding bioprosthetic valve anatomy, or to conclude whether there is evidence of typical structural valve degeneration or other condition(s) potentially responsible for as and/or ar. The added information disclosing treatment for bacterial endocarditis does not change the analysis of the images. However, prosthetic valve endocarditis, if it was present, could have led to early bioprosthesis degeneration in terms of both as and ar, as well as causing paravalvular ar if that also was present. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI#: (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm 11500a aortic pericardial valve exhibited severe aortic stenosis after an implant duration of one (1) year and four (4) months. Additional information received indicated that the patient has not been scheduled for an intervention. It was noted that the patient will be meeting with another physician for a second opinion.